Event description:
The patient was in his chair in the back of a van when the driver allegedly noticed smoke. Upon inspection of the chair they allegedly noticed some flames and smoke, but were able to extinguish the fire and get the chair out of the van and the patient out of the chair. There was no injury to the patient. The dealer inspected the chair and noticed the chair wiring was melted.